Event description:
When the operator released the buttons on the hand controller of a prism system during a study, the detector did not stop moving until the operator pressed the e-stop button. The pinhole collimator which was mounted onto detector 1 made contact with the patient. The operator raised detector 1 and continued the scan. No injury to the patient was reported.

Manufacturer narrative:
We have confirmed that the pinhole collimator can come in contact with a patient. If the override is cleared when a manual motion is active, that manual motion will complete a move to the minimum or maximum limit regardless of patient position. A warning statement is provided in the user manual and on a label on the pinhole collimator stating that the collimator is not provided with collision sensors and that the operator must exercise caution when moving the gantry to avoid making contact with the patient. Additionally, e-stop buttons are available for the operator to halt all system motion if contact appears imminent. Note: another related issue (pinhole collimator coming into contact with a patient) was reported to FDA under MDR #1525965-2006-00007. No correction was required. The issue was determined to be due to operator error. Internal cross